Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a (B)(6) year old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2010, operative procedure: essure hysteroscopic sterilization. The ostia were visualized on both sides. The ostium on the left was then cannulated with the essure device, which was placed appropriate with about three rings visible. Similar fashion this was done on the right tubal ostial with one ring visible. (As per mr): impression: bilateral tubal occlusion, post essure, pregnancy test was negative, l.5 cm. Right ovarian cyst. Previously administered products included for birth control: mirena from 2008 to 2009. Concomitant products included gabapentin since 2015, loratadine since 2017, medroxyprogesterone acetate (depo provera), meloxicam (mobic) since 2015, tizanidine since 2015 and tramadol since 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced infection ("infections"), dermatitis allergic ("allergic reaction: rash/ skin condition"), menstrual disorder ("menstrual bleeding complications"), pain in extremity ("legs pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dermatitis allergic and genital haemorrhage had resolved and the infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and pain in extremity outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was not removed. Currently planning for essure removal. Discrepant information -essure start date updated from (B)(6) 2010 to (B)(6) 2010 description: the ostia were visualized on both sides. The ostium on the left was then cannulated with the essure device, which was placed appropriate with about three rings visible. Similar fashion this was done on the right tubal ostial with one ring visible. Patient received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event "gen. Abnormal bleeding" was added. Outcome of event "pain, bleeding and allergy " were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.